Event description:
False negative urine hcg test results on at least two pts. Pt , who tested negative on the urine test. No quantitative serum test was performed, but pt tested positive on a qualitative serum test. Customer also reported: "test reading area turned completely white on numerous occasions and was unreadable."

Event description:
False negative urine hcg test results on at least two pts. Pt #2, who tested negative on her first visit. On her second visit, she was tested twice and negative results were again observed. Pt was then tested elsewhere, and had a positive result. No info was provided as to the time that elapsed between testing or whether a quantitative serum was performed. Customer also reported: "test reading area turned completely white on numerous occasions and was unreadable."

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control - lot: hcg090107-01. The 100miu/ml hcg urine control - lot: hcg081008-01. The 240.0iu/ml hcg urine - lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. The retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. "Test reading area turned completely white on numerous occasions and was unreadable", may be caused by "flooding", if the max line is exceeded when dipping the test strip into urine sample. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required, as no product deficiency was established.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control - lot: hcg090107-01. The 100miu/ml hcg urine control - lot: hcg081008-01. The 240.0iu/ml hcg urine - lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. The retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. "Test reading area turned completely white on numerous occasions and was unreadable", may be caused by "flooding" if the max line is exceeded when dipping the test strip into urine sample. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.